Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power on. Troubleshooting steps were taken, to no avail. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.